Event description:
An alarm issue was reported with the adc device in use with oppo a74 phone with android operating system version 13. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced headache and dizziness and was administered an insulin injection (dose/type unknown) by a third-party for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. The customer reported missing high and low glucose alarm. Attempted to replicate the customer's complaint using similar configurations samsung galaxy s20 fe 5g, android 13, 2.10.1.10406 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with oppo a74 phone with android operating system version 13. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced headache and dizziness and was administered an insulin injection (dose/type unknown) by a third-party for treatment. There was no report of death or permanent impairment associated with this event.